Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4. Correction: d4 unique identifier (UDI) number was corrected as the customer confirmed the subject device was from the new design. The device history record (DHR) for the complaint device could not be reviewed since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. Based on the results of the investigation, although the root cause could not be identified, the detachment of the distal cover that occurred at the facility was likely caused by handling by the user. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes a correction to b5 to include information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer and corrected data. Additional information was added to b5, and h6 was corrected; the device problem code has been corrected to be "2907", instead of "1069", as stated in initial MDR.

Event description:
The reported event occurred at the beginning of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. It was completed with a three minutes delay, using a different distal cover.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.

Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. In speaking with olympus technical support, the customer assumed that the device fell off due to possibly being caught on the bite block. It was believed to have occurred while lowering the scope into the esophagus to readjust for the procedure. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the distal end cover of the instrument fell off into the patient's mouth during an unspecified procedure. There was no report of patient harm. This report is linked to the patient identifier (B)(6).